Event description:
This patient bought cosmetic contact lenses at a local (B)(4) shop. The pt slept in the contact lens and upon removal in the morning she ended up having bilateral corneal abrasions. The cosmetic contact lenses are being illegally sold at the (B)(4). Dates of use: (B)(6) 2015. Reason for use: to change eye color.